Manufacturer narrative:
The nurse called to ask questions about the bedside monitor (bsm) spo2 settings. She reported that another nurse was complaining that the spo2 did not alarm when the value dropped below the preset. She checked the values and the spo2 alarm values were correct. She will have the biomedical engineer (bme) check the bsm on a simulator. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The nurse called to ask questions about the bedside monitor (bsm) spo2 settings. She reported that another nurse was complaining that the spo2 did not alarm when the value dropped below the preset.

Event description:
The nurse called to ask questions about the bedside monitor (bsm) spo2 settings. She reported that another nurse was complaining that the spo2 did not alarm when the value dropped below the preset.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at (B)(6) medical center reported the bedside monitor (bsm-3552a sn: (B)(6)) did not alarm when the spo2 value dropped below the preset. The spo2 alarm values were verified to be correct (high-off, low-89). Service requested troubleshooting/assistance. Service performed customer was advised to check the alarm with a simulator, and if it does not alarm, reach out to nk. After multiple follow up attempts were made, customer reported "all has been resolved" however no further information was provided. Investigation results per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The unit was delivered to customer facility on 01/22/18, and the issue was reported after approximately 4 months. Review of device sap history found no other reported issues for the unit. Review of tickets opened at customer facility found no similarly reported issues with "spo2" or "alarm". The reported issue was not confirmed by customer due to lack of information provided, nor at nka as the unit was not returned. No further issues have been reported for this unit. Review of customer's complaints found no adverse trend for this issue. From the information available, the root cause could not be determined.